Event description:
Boston scientific received information that the right atrial (ra) lead displayed increased pacing impedance measurements from the remote patient monitoring system. No adverse patient effects were reported as a result of this clinical observation. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.